Event description:
Reporter alleged the customer obtained the results of 347 mg/dl and 162 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that at a separate time, the customer obtained the results of 545 mg/dl and 191 mg/dl back to back within 10 minutes on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.